Manufacturer narrative:
The event occurred in france. It was reported that the ¿head error¿ message occurred during the preventive maintenance on the rotaflow drive. No patient was involved. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on (B)(6) 2022 the reported "head error" could not be reproduced. Thus, the drive was sent to the supplier emtec for repair. On (B)(6) 2022 the supplier emtec was unable to reproduce the reported failure "head error". Preventive and due to the age of the device (device produced in 2009) the motor bearings and the flow sensor has been replaced by the supplier, after functional test at the getinge service department on 2022-08-04 the device was sent back to the user. The reported failure "head error" could not be confirmed, however the following root causes could be determined for the head error: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on (B)(6) 2022 and during the period of (B)(6) 2009 to (B)(6) 2022 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in (B)(6) 2009. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the ¿head error¿ message occurred during the preventive maintenance on the rotaflow drive. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).